Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a patient receiving intrathecal morphine 25.0mg/ml at 17.0mg/day. The indication for use was non-malignant pain. The patient thought their pump was to be refilled on "(B)(6) 2015." On (B)(6) 2015, the pump started to alarm with a single tone. It was now (as of (B)(6) 2015) the critical two tone alarm. The patient did not recall when it changed to the critical alarm. The patient reported that their health care provider (hcp) dismissed them. The patient did not have a hcp. The hcp referred the patient to another hcp but sent another letter stating that the patient "was a morphine addict." The patient had been on morphine for 30 years. The patient reported that 'coming off it (the morphine) cold turkey was rough" but did not specify any symptoms. The patient could not find anyone to turn the alarm off. The cause of the alarm was unknown. It was unknown if the patient was able to schedule an appointment with a new hcp to fill their pump. Follow up is being conducted. If additional information becomes available, the event will be updated.